Event description:
Received info from user facility of "metal flecks." Metal shavings occurred during a shoulder arthroscopy, which were unretrieved. "Unable to flush out all of the metal shavings." Surgery was not delayed or altered, and no injury reported.